Event description:
I had surgery (B)(6) 2018, on the bottom of my foot. Vicryl sutures were used to close deep incision. Three weeks later I had skin stitches removed. One week later I returned to the doctor with swelling and pain in the area, he manipulated my foot and said I was having an issue with the sutures he left inside of me. He pulled one out, which was extremely painful. He cultured the pus from the wound, put me on antibiotics, dressed my foot, and told me how to care for it and said to come back in a week. That will be (B)(6) 2018. I currently have more swelling and pain. I visited with the doctors office about it today and they mentioned a second surgery to remove the remaining sutures. This is the bottom of my foot and my mobility. This is ridiculous.